Event description:
The physician successfully implanted an unk size resolute integrity rapid exchange (rx) coronary stent to the ostial lad. The physician then attempted to implant a second unk size resolute integrity stent to the 2nd marginal cx (ref MFR # 2953200-2010-02545). The second resolute integrity stent passed through the previously implanted stent without any issues. However, this resolute integrity stent could not reach the lesion and the physician decided to retrieve it. While the physician was attempting to remove this stent it became caught in the previously implanted resolute integrity stent. The physician used a goose neck wire to retrieve the caught stent. During this attempt the previously implanted resolute integrity became dislodged and was pulled out with the outer stent, creating a dissection. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (stent migration caused due to the retrieval of other stent which failed to cross the lesion), (dissection, migration of device or device component). Conclusions: (stent migration caused due to the retrieval of other stent which failed to cross the lesion).